Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2(unmark company representative). Additional information added to field h2 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint screen went black when the scope was plugged in was confirmed. Based on the results of the investigation and information provided, the event occurred likely due to leakage from the a-rubber (bending section cover or distal sheath) and video connector during the device was handling by the user, which led to water invading the device. Subsequently, abnormality occurred at electronic parts. However, a definitive root cause of the event could not be identified. The instruction manual states the detection method associated with the event in " inspection of the endoscopic image", and preventative measures in "leakage testing of the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image when the scope was plugged into the processor. A heavy dent was observed on the light guide tube that may have damaged the image sensors causing there to be no image. Upon further inspection, it was observed that there was a leak from a torn bending section cover. It was also observed that there was a crack in the video connector. It was observed that the insulation connector failed at 0 mega ohm. It was also observed that the bending section cover was torn. It was observed that the cement around the objective lens was chipped and peeled. Lastly, it was observed that the video connector in the master case and the printed circuit board had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope screen went black when the scope was plugged in. A kink in the cable was also observed. The reported issue was discovered during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device (model ltf-s190-5/ serial (B)(6) with no delay. There was no patient/user harm or injury reported due to the event.